Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level at the time of event was 45 mg/dl. Troubleshooting was done and the customer did not receive any low sensor glucose alerts during low event. Customer treated with food. No further complications were reported and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.